Manufacturer narrative:
Corrected date: in review of the file, it was observed that investigation results were provided in the initial MDR report. However, investigation results (device evaluation) and the code 4112 for the section h6 (type of investigation) were inadvertently again provided in the follow-up #1 report. This supplement is to report that there is no difference in the results and code provided, only that the same information was provided twice, once in the initial report and again in a follow-up. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no complaint product was received. A customer provided movie was evaluated by subject matter expert (sme) who determined that a 25 second video showing the implantation of an iol claimed to be a tecnis synergy toric ii 1-piece iol with simplicity, model dfw150. From the video assessment, it cannot be observed the referred resistance, no abnormalities on the lens unfolding can be appreciated from the provided video. The root cause of the described phenomena cannot be determined from a video assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age and weight: information unknown/not provided. Explant date: if explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). Device evaluation: no complaint product was received. A customer provided movie was evaluated by johnson & johnson subject matter experts (sme), who determined that a 25 second video showing the implantation of an iol claimed to be a tecnis synergy toric ii 1-piece iol with simplicity, model dfw150. From the video assessment, it cannot be observed (as expected) the referred resistance, no abnormalities on the lens unfolding can be appreciated from the provided video. The root cause of the described phenomena cannot be determined from a video assessment. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in complaiint system revealed that one additional complaint similar to the reported complaint issue was receieved but it was not confirmed based on investigation results. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a strong sense of resistance as if the intraocular lens (iol) was sticking at the time of setting when the plunger was pushed. Also. The way the optic was folded at the time of implantation was different than usual. It was indicated that the iol slowly unfolded in the eye and when finally opened in the eye, a crease-like mark was confirmed in the optic area. The lens remains implanted in the eye and the injector was discarded. There were no injuries, no health damage/adverse event and no loss of vision or visual acuity issue was noticed. No further information was provided. The account reported that this problem has occurred multiple times. This report pertains to one incident. Separate reports are been submitted for other incidents.